Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a system monitor couldn¿t display the ¿event log¿ under the history tab was not observed and was unable to be reproduced during analysis. The returned system monitor,(B)(6), was evaluated on 14mar2019. Functional testing performed on the returned device over several test days revealed the device functioned as intended, and the event findings were in accordance with approved labeling. The system monitor, the systen monitor to power module cable (lot#dc1331001) and the display module to power module cable (lot#71200109) were functionally tested and found to operate as intended during testing. The system monitor serial number (B)(6) was returned to the customer site. The root cause of the reported event was unable to conclusive be determined. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the system monitor was manufactured in accordance with manufacturing and quality assurance specifications. System monitor serial number (B)(6) was shipped to the customer on 18sep2017. Heart mate ii power module instructions for use revision b section 2.5.8 states if the screen does not function properly, contact the company for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that ventricular assist device (vad) coordinator had an issue with the system monitor where it wouldn¿t display the event log under the history tab. It only flashed a couple of random numbers and froze the touch screen for a while. The vad coordinator was able to retrieve the event log with a new system monitor/system monitor to power module cable. Staff attempted to re-boot the system monitor using the on-off switch on the back of the system monitor but this did not rectify the problem.